Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received normal blood glucose results of (120 mg/dl, 110 mg/dl) on the accu-chek performa blood glucose monitor. The patient skipped his insulin dosage based on the blood glucose results. Around an hour and half later, the patient started vomiting and the patient's mother transported him to the hospital. The blood glucose result on the hospital's meter was 480 mg/dl. The blood glucose result on the patient's meter was 112 mg/dl at the same time. The patient was admitted into the intensive care unit for three days and was given unknown intravenous solutions and actrapid insulin.